Manufacturer narrative:
(B)(4). Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the r eported event.

Event description:
It was reported that the patient underwent an oblique lumbar interbody fusion and anterior -posterior fusion at l4/5/6 due to spinal canal stenosis. During surgery, the surgeon tried to break off the set screw but it was spinning and it could not be broken off. The set screw was replaced to complete the final tightening. No patient complications were reported.

Manufacturer narrative:
Product analysis: optical examination did not identify material deformation consistent with misalignment. Unable to replicate customer concern; functional evaluation with a sample mas found the implant able to be fully engaged into the mas head. The implant appears to be capable of performing its intended function.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.